Manufacturer narrative:
(B)(4).

Event description:
A report was received that following a revision procedure the patient was having difficulty charging the ipg. The patient will undergo a revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. No device malfunction was suspected. It was noted that the lead was partially just out of the epidural space. The patient was doing well post operatively.

Event description:
A report was received that the following a previous procedure, the patient experienced difficulty charging their ipg. The physician suspected malfunction. X-rays also revealed that the patient¿s lead had migrated out of the thoracic spine. The patient will undergo a revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead additional information was received that the patient¿s ipg and lead were replaced. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review,a supplemental med watch will be filed.

Event description:
A report was received that the following a previous procedure, the patient experienced difficulty charging their ipg. The physician suspected malfunction. X-rays also revealed that the patient¿s lead had migrated out of the thoracic spine. The patient will undergo a revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))